Event description:
It was reported that during the implant attempt, the lead had high thresholds and was "bad in sensing". The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was damaged at implant.